Manufacturer narrative:
H11: the actual device was received for evaluation. A visual inspection was performed which noted fluid inside a bag that contained the unit which suggested a leak. Further inspection revealed the cause of leak was due to broken tubing at the solvent-bonded junction of the flow restrictor. Remnants of broken tubing remained inside the solvent-bonded area of the flow restrictor (luer). The morphology of the end of broken tubing and internal sites of breakage suggested there was extra solvent present which caused melting of the tubing. The melting likely decreased the integrity of the tubing, causing breakage to occur. The reported condition was verified. The cause of the breakage was determined to be related to solvent application during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6) should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor leaked inside the protective bag; the elastomer (bladder) had broken down. This was observed when the device was removed from the transport box. The device contained benzylpenicillin and citrate buffer in sodium chloride. There was no patient involvement. No additional information is available.